Event description:
It was reported to philips that the flexvision monitor would not turn on intermittently. The device was inside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a planned treatment/non-emergency treatment and the procedure was completed as planned. The philips field service engineer (fse) inspected the system onsite and confirmed that the flexvision monitor was not turning on intermittently. Upon functional testing, the fse found that the issues with the flexvision monitor. The fse replaced the flexvision monitor. After replacement of the flexvision monitor, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code was corrected.